Event description:
The customer reported that following a ptca procedure, they had difficulty with the sheath exchange and the pt developed a hematoma. A vasoseal vhd was then deployed to close the artery. The pt complained of pain and a doppler revealed a large pseudoaneurysm. The pt was taken to surgery for repair of the pseudoaneurysm. No further complications were reported.